Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye. Functional testing including leak test, clear passage test, and clamp function testing was performed. Visual and functional testing identified an insufficient solvent seal on the last fill line to shrouder. The reported issue was verified. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a homechoice cassette that had a blue clamp line break off. There was no patient injury or medical intervention associated with this event. No additional information is available.